Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. It was noted that the lv pace impedance was steady at approximately 517 ohms through (B)(6) 2015, and steadily rose to 589 ohms by (B)(6) 2016. The impedance then returned to prior levels.

Event description:
It was reported that the left ventricular (lv) lead impedance increased shortly after revision. The lv lead was reconnected to the device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.